Event description:
Additional information became available that this lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead's bipolar impedances are out-of-range (oor) at greater than 2500 ohms, and increased in the unipolar configuration as well. The physician is aware of this issue and plans to address it at the next device change out procedure. To date, no adverse patient effects have been reported.